Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.  (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery and open abdominal exploration with resection of enterocutaneous fistula, small-bowel resection, resection of infected mesh and abdominal wall closure on (B)(6) 2017 during which the surgeon visualized a grossly infected intraperitoneal mesh with dense adherence of a loop of distal small bowel from it. The appendix was noted to be directly adherent to the mesh and appeared to be the source of the enterocutaneous fistula. The mesh and appendix were removed. It was reported that the patient underwent a wound exploration for an enterocutaneous fistula and placement of fistula plug on (B)(6) 2018. It was reported that the patient experienced severe pain, dense adhesions, organ damage, nausea, infection, fistula, long term wound care, scarring, loss of appetite, stress and anxiety. No additional information is provided.